Event description:
It was reported that "there was water in the oil reservoir of the foot control." The date of the event was not available. It is unknown if there was any delay in surgery. No injuries or medical intervention was reported. It is unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.